Event description:
Boston scientific received information that the electrode became infected. Intravenous antibiotic treatment was first attempted, but then the physician elected to explant the entire system. There was no sign of infection at the time of explant. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.